Event description:
It was reported that the slide tube weldment broke. No injuries were reported.

Manufacturer narrative:
Loads above specifications likely caused the alleged slide tube weldment breakage.